Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. The field service engineer (fse) reported that the client indicated matrix drawer 1 was not detected on the bus. All cabling to the back of each drawer was reseated, and the station was restarted. Service was restored successfully. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hdv-er1_6dwr drawer 1 and the tower doors were unavailable and displayed the message device not detected on bus. The customer performed a reboot, but it was unsuccessful. The device now indicated that maintenance was required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.